Event description:
During a parotidectomy and neck dissection procedure for a cancer case involving the facial nerve, it was reported that the nim vital system failed to generate a positive event tone following direct stimulation of the facial nerve using a standard prass probe at the default 0.8 ma setting. When the stimulus was increased to 1.5 ma, a visible facial twitch was observed, but the system still did not register a response. The patient interface box in use was then switched to the second available on the console, but the performance remained unchanged. Event capture was turned off, and no variation was seen in ambient values across all four channels during stimulation. Without adjusting or replacing the facial electrodes, the team brought in a nim response 3.0 system, configured with default parotidectomy settings. At 0.8 ma, a facial twitch was again observed, and this time a small positive signal (105 v) was recorded on the frontalis channel. The surgeon noted that, while the response was small, it was measurable and could likely have provided adequate monitoring for the rest of the procedure. A positive signal was detected once or twice on the 3.0 unit, but subsequent stimulations failed to produce further responses. The failure of the nim vital occurred approximately two hours into the procedure. Normal general anesthesia was used throughout the surgery, with no paralytic agents administered. It is standard protocol at this facility to use 10 ml of 1% lidocaine with epinephrine (1:100,000) for incision infiltration, which was also done in this case. The issue led to a 10-minute procedural delay, the nim 3.0 was used to complete the case and resolved the false negative issue. There was no impact to the patient.

Manufacturer narrative:
H6: the codes fdm b17, fdr c20, fdc d16 and img g02030 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6); UDI#: (B)(4); h6: the codes fdm b17, fdr c20, fdc d16 and img g02005 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6); UDI #: (B)(4). H6: the codes fdm b17, fdr c20, fdc d16 and img g02005 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a parotidectomy and neck dissection procedure for a cancer case involving the facial nerve, it was reported that the nim vital system failed to generate a positive event tone following direct stimulation of the facial nerve using a standard prass probe at the default 0.8 ma setting. When the stimulus was increased to 1.5 ma, a visible facial twitch was observed, but the system still did not register a response. The patient interface box in use was then switched to the second available on the console, but performance remained unchanged. Event capture was turned off, and no variation was seen in ambient values across all four channels during stimulation. Without adjusting or replacing the facial electrodes, the team brought in a nim response 3.0 system and configured it with default parotidectomy settings. At 0.8 ma, a facial twitch was again observed, and a small positive signal (105 v) was recorded on the frontalis channel. The surgeon noted that while the response was small, it was measurable and could likely have provided sufficient monitoring for the duration of the procedure. A positive signal was recorded once or twice on the 3.0 unit. However, by the time it was brought into use, the facial nerve may have already been weakened. Subsequent stimulations did not produce further responses. It is also worth noting that the facial nerve was eventually resected, as required by the pathology, and monitoring was no longer necessary beyond that point. The failure of the nim vital occurred approximately two hours into the surgery. Event capture was disabled on both machines. While the vital showed no changes in ambient amplitude during stimulation, the 3.0 did show a measurable response. No troubleshooting was required, as the nim 3.0 was able to elicit a response at default settings. Standard general anesthesia was used throughout the procedure, and no paralytic agents were administered. The facility also followed its usual protocol of injecting 10 ml of 1% lidocaine with epinephrine (1:100,000) at the incision site. The issue caused a 10-minute procedural delay, but the surgery was completed using the nim 3.0 system, which resolved the false negative issue. There was no impact to the patient.